Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable and high thresholds were noted on the right ventricular (rv) lead approximately nine days post implant. It was also reported that the patient experienced an infection associated with the incision site. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.